Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture. Interrogation showed stable rv impedance trend around 500 ohms prior to a sudden increase to greater than 9,999 ohms (unipolar and bipolar pacing impedances) there was no apparent pacing capture at maximum device output with both unipolar and bipolar. The r-waves were sensed between 2.0-2.8 millivolts in a bipolar sense polarity. There was a high number of ventricular high rate episodes collected over a five week period and each electrogram demonstrated apparent ventricular oversensing at a non-physiologic rate. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing impedance was out of range high. The save to disk file data shows ventricular lead alert time of (B)(6) 2012. The ventricular impedance at implant equaled 838 ohms and ventricular lifetime impedance max/min equal to open/371 ohms.